Manufacturer narrative:
The investigation for access site bleed and ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and vf could not be determined. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿. Impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ d.1 brand name and d.4 revised model number were entered incorrectly on the initial manufacturer device report number and were revised. H.6 codes 4627 and 4755 were entered incorrectly on the initial manufacturer device report number. New codes have been added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number in accordance with updated procedures.

Event description:
The complainant reported a patient with a heart transplant rejection was implanted with an impella rp device for mechanical circulatory support. After implant, the patient experienced an access site bleed. An extra purse string suture was added to the access site. Additionally, while on support, the patient went into ventricular fibrillation and was shocked 4 times. Echocardiogram was used to check the position of the pump. The patient remained on impella rp support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smart assist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smart assist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿